Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 38 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with glucose. The customer also stated that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose value was 180 mg/dl and the sensor glucose was 56 mg/dl. Insulin delivery was suspended due to sensor values. Sensor value that triggered the suspend event was 57 mg/dl. Suspend limit in sensor settings was 70 mg/dl. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. Customer declined low blood glucose troubleshooting. The device will not be returned for analysis.